Event description:
It was reported to the manufacturer that after successfully performing 2 lesions for the supero-medial genicular nerve, upon retracting the cannula, a small piece about 1-2 mm from the distal part of one of the 3 tines was missing. Under fluoroscopic imaging, a tiny metallic point was observed near the site of lesioning. Subsequently, the patient was informed and agreed not to remove it. The procedure went on with a new cannula for the last lesion, the infero-medial genicular nerve without issue. It is expected that the device will be returned to the manufacturer along with fluoroscopic imaging for further analysis and to continue the investigation. On fluoroscopic imaging, physician could see a tine. FDA safety report ID # (B)(4).